Event description:
It was that during a thoracotomy with lung wedge resection, the device would not close. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Channel retainer detached. Evaluation summary: the analysis results showed that the device was received with the clamping mechanism damaged and without reload present. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the tube insert holding features to the channel were found damaged, not allowing the device to properly close. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.